Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error b30 was not confirmed. However, an interrupted image was confirmed. The interrupted image was caused by a faulty printed circuit board. It is possible that error b30 was caused by the faulty printed circuit board. However, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation of use and a functional test.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information that was received about the event. Sections b3 and b5 were updated.